Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) along with a .014 guidewire. The shaft, inner shaft and the handle assembly were checked for damage. The inner shaft was kinked at 20cm from the tip. The stent was not returned. The thumb wheel was not returned. The handle was taken apart by customer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The 100%, chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 7 x 180 x 75 innova¿ stent was advanced to treat the lesion. The thumbwheel of the stent delivery system (sds) was turned to deploy the stent until the arrow mark was exposed. When the pull grip was actuated to continue to deploy the stent, the pull grip stopped and just half of the stent was deployed. The handle of the sds was disassembled so that the stent could be forcefully fully deployed to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The 100%, chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 7 x 180 x 75 innova¿ stent was advanced to treat the lesion. The thumbwheel of the stent delivery system (sds) was turned to deploy the stent until the arrow mark was exposed. When the pull grip was actuated to continue to deploy the stent, the pull grip stopped and just half of the stent was deployed. The handle of the sds was disassembled so that the stent could be forcefully fully deployed to complete the procedure. No patient complications were reported and the patient's status was good.